Event description:
Account stated that cortisol results for a patient measured during a cortisol stimulation test were lower when repeated. The incorrect results were not used to guide patient therapy. The field service representative repeated the samples and dilutions and found the system was operating correctly.